Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part # 03.404.016s, synthes lot # 51p9264, supplier lot # n/a, supplier batch #6911001, release to warehouse date: 20apr2020, expiration date: 01apr2030, supplier: (B)(4), no ncr's were generated during production. Device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on an unknown date, two (2) reamer / irrigator / aspirator (ria) 2 reamer heads were broken inside the patient. Ria was used to remove an infection from patient tibia. The first break was due to the reamer head potentially not being engaged properly and the second reamer head was broken as it was being removed from the canal. Surgeon stated that the angulation was at most 5-6 degrees. Surgeon extracted out all the fragments from the intramedullary canal. There was fifteen (15) minutes surgical delay due to the reported event. Procedure was successfully completed. Patient outcome is unknown. This report is for one (1) 10.0mm reamer head for ria 2 sterile. This is report 2 of 2 for complaint (B)(4).